Event description:
It is reported that pt underwent a revision surgery due to implant (durom cup) loosening. Case was reported to the (B)(6) via the (B)(6). Retrieval, blood samples and soft tissue samples have been sent to the (B)(6).

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(6). The retrieval has been sent to the (B)(6) for eval. Zimmer (B)(4) did not receive and do not expect further info. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications or product failure lead to the reported issue. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issue for which zimmer implemented a correction in 07/2008. Should additional info become available that changes this assessment, an amended MDR will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) consider this complaint file (B)(4) closed.